Event description:
The office manager reported obtaining back-to-back blood glucose results, of 142 mg/dl from the laboratory and 327 mg/dl on the aviva test system. Patient therapy was not modified based on these results. No patient injury was reported and no treatment was received. The discrepant results were obtained at the doctor's office. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.